Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. Customer's blood glucose was less than 80mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.